Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Tone/beep mode functioning properly during testing. Unit functioned properly. However noisy motor noted during testing due to faulty motor. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2016 due to a diabetic ketoacidosis. Customer's blood glucose level was 600 mg/dl. He was given insulin drip. The insulin pump had an audio/beep anomaly. The insulin pump beeped without an alarm. The customer was not feeling well. He was wearing the insulin pump at the time of the emergency room visit. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.